Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it, during inspection, olympus could not confirm the reported event. In addition, the following non-reportable malfunctions were found: it does not switch to nbi (narrow band imaging) and rotation filter failure. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite xenon light source's narrow band imaging switch is not working when pressed, an e200 error code occurred, and the emergency light failed. The issues were found during an unknown diagnostic procedure which was able to be completed. This report is being submitted for the e200 error code malfunction. There were no reports of patient harm or procedural delay.

Manufacturer narrative:
The device was returned to olympus for evaluation, however the device inspection has not yet begun. The device evaluation and investigation are ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.